Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had difficulty to recharge her system because she took on a lot of weight. The patient told the clinical site that she had more difficulty charging because of her weight on (B)(6) 2021. Because she lived far, they asked the manufacturer to go to her place and check if she still had the probe. The manufacturer sent to the patient's place to see the problem and they gave her a new recharge system. Examination on (B)(6) 2021 revealed that there were still problems to charge. The patient came to have the device repositioned on (B)(6) 2021. On (B)(6) 2021, the patient called to say that all was resolved. On (B)(6) 2021, the patient called to say that the device moved a little but she could still recharge well without problems; all was resolved after the repositioning. The event resolved without sequelae on (B)(6) 2021. It was noted that the patient was given the new recharge system on (B)(6) 2021. The etiology was possibly related to the device or therapy, specifically the recharger process and poor coupling as the patient had taken on too much weight making it difficult to charge. The etiology was not related to the implant procedure. The clinical diagnosis was that the neurostimulator was unable to charge. It was noted that the patient's age was (B)(6) at consent. No symptoms were reported.